Manufacturer narrative:
At this time, the crt-d and rv lead remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal patient follow up, it was noted that the pacing impedance measurements on this right ventricular (rv) lead were above 2,500 ohms. All other lead measurements were stable and no noise was present. No adverse patient effects were reported. It is suspected that the gradual rise in pacing impedance measurements is due to calcification on the lead tip. A memory download was performed from the cardiac resynchronization therapy defibrillator (crt-d) and sent to boston scientific technical services (ts) for review. A ts consultant agreed with the assessment that it appeared to be a lead tip/interface issue and additional troubleshooting was discussed. Additional testing with the patient was performed and no noise or changes in impedance measurements were observed. The patient will continue to be monitored through normal follow up visits.